Event description:
The customer reported the foot board failed to function properly. No reports of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot board was replaced. The system was then found to be operating as intended.